Event description:
Patient with complete heart block and symptomatic bradycardia who underwent placement of a dual-chamber permanent pacemaker in 2005. Pt initially did well. However, pt began experiencing fatigue and noticed their heart rate was in the 40's. Pt was evaluated and underwent pacemaker interrogation. The ventricular lead was found to be not functioning appropriately and pt was admitted to the hospital for ventricular lead replacement and atrial lead repositioning. During lead exchange, the leads were tested after removing the pacemaker from the pocket. There was no longer atrial capture either, and therefore the leads were disconnected and the ventricular lead was repositioned. On retesting the ventricular lead, it was impossible to get good function through bipolar pacing. Multiple attempts were made to reposition the lead and exchange the testing cables. However, the problem persisted, therefore the lead was exchanged.